Event description:
The patient reports she was not receiving effective stimulation and she was unable to have certain diagnostic tests and thus she underwent surgical intervention to remove her scs system approximately a year ago.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.